Event description:
It was reported that the leads had pulled down to C5 from the original position at C2. The patient underwent lead replacement procedure. Patient has no issues postoperatively. The explanted products disposed of per hospital policy.

Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENT INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2218-70 SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7107404. MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 70 CM UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT THE LEADS HAD PULLED DOWN TO C5 FROM THE ORIGINAL POSITION AT C2. THE PATIENT UNDERWENT LEAD REPLACEMENT PROCEDURE. PATIENT HAS NO ISSUES POSTOPERATIVELY. THE EXPLANTED PRODUCTS DISPOSED OF PER HOSPITAL POLICY.

Manufacturer narrative:
SC-2218-70 (b)(6).Investigation Result:The device was not returned to Boston Scientific for analysis.Device History Record:A review of the Device History Record (DHR) was conducted. The records indicate that the device met all applicable acceptance criteria and release requirements prior to distribution. No manufacturing-related nonconformances or deviations were identified during the review that could be associated with the reported event.Labeling Review:A labeling review did not reveal any anomalies as it states: Lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, Labeling also states: The Boston Scientific Spinal Cord Stimulator (SCS) Systems are indicated as an aid in the management of chronic intractable pain of the trunk and/or limbs including unilateral or bilateral pain associated with the following: Failed back surgery syndrome, Complex Regional Pain Syndrome (CRPS) Types I and II, Intractable low back pain and leg pain, Diabetic Peripheral Neuropathy of the lower extremities, Radicular pain syndrome, Radiculopathies resulting in pain secondary to failed back syndrome or herniated disc, Epidural fibrosis, Degenerative disc disease (herniated disc pain refractory to conservative and surgical.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Unintended Use Error Caused or Contributed to Event was assigned to the investigation for all components.SC-2218-70 (b)(6).Investigation Result:The device was not returned to Boston Scientific for analysis.Device History Record:A review of the Device History Record (DHR) confirmed the device met all specifications prior to shipping, with no manufacturing deviations identified that could have contributed to the reported event.Labeling Review:The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy: Lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2218-70.Serial Number: (b)(6).Batch/Lot Number: 7107404.Model/Catalog Description: LINEAR ST LEAD KIT 70 CM.Unique Identifier (UDI) #: (b)(4).